Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that during the mediport placement the introducer was to be removed and broke on one side. The incision had to be widened, and the surgeon was able to grasp the portion that remained in the patient with a hemostat while the rnfa maintained its position. It did not slide back into the patient and cause further complications. Event did not result in adverse outcome. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.